Manufacturer narrative:
A correction supplemental report is being submitted for additional event details and investigation completion. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed a slight increase in power consumption and estimated flow starting on (B)(6) 2021, followed by several changes in the pump rotational speed within the analyzed period. One (1) high watt alarm was logged on (B)(6) 2021 following an increase in the pump rotational speed; the high watt alarm threshold was within normal operating range prior to a change in the setting of the alarm thresholds on (B)(6) 2021. Information received from the site indicated that, in addition to the high power, the patient experienced worsening right heart failure associated with mixed cardiogenic and distributive shock. It was further reported that the patient was admitted for vasoplegic and septic shock, ventricular tachycardia and shortness of breath and was intubated. Test results for covid-19 and blood and respiratory infection were negative upon admission though it was noted that the patient was positive for asymptomatic covid two months earlier. Eight days later, a fungal smear was collected via a bronchoalveolar lavage and a respiratory culture was positive for serratia and staph aureus. Methicillin-resistant staphylococcus aureus was confirmed that same day. It was thought that the patient could have multisystem inflammatory syndrome in adults (mis-a) from covid inflammatory response syndrome causing showering of clots to gut and ischemic bowel issues, but the rheumatology team felt that the patient did not meet the criteria and the patient did not have positive blood cultures. A exploratory laparotomy and small bowel resection was performed. A computerized tomography (CT) scan revealed pneumatosis and liver scan revealed an enlarged hepatic vein. Two days later, a washout procedure was performed and another one was performed the next day which took out ileum and secum. The patient was placed on antibiotics and an antifungal. A bowel resection was done and the patient developed distributive shock. The patient was taken off all pressors and the vad was stopped. The patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including, but not limited to, external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, incorrect setting of the alarm threshold, and/or patient related factors. Per the instructions for use, worsening heart failure, infection, cardiac arrhythmias and hepatic dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of ventricular tachycardia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted for vasoplegic and septic shock, ventricular tachycardia and shortness of breath and was intubated. Test results for covid-19 and blood and respiratory infection were negative upon admission though it was noted that the patient was positive for asymptomatic covid two months earlier. Eight days later, a fungal smear was collected via a bronchoalveolar lavage and a respiratory culture was positive for serratia and staph aureus. Methicillin-resistant staphylococcus aureus was confirmed that same day. It was thought that the patient could have multisystem inflammatory syndrome in adults (mis-a) from covid inflammatory response syndrome causing showering of clots to gut and ischemic bowel issues, but the rheumatology team felt that the patient did not meet the criteria and the patient did not have positive blood cultures. A exploratory laparotomy and small bowel resection was performed. A computerized tomography (CT) scan revealed pneumatosis and liver scan revealed an enlarged hepatic vein. Two days later, a washout procedure was performed and another one was performed the next day which took out ileum and secum. The patient was placed on antibiotics and an antifungal. A bowel resection was done and the patient developed distributive shock. The patient was taken off all pressors and the vad was stopped. The patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed a slight increase in power consumption and estimated flow starting on (B)(6) 2021, followed by several changes in the pump rotational speed within the analyzed period. One (1) high watt alarm was logged on (B)(6) 2021 following an increase in the pump rotational speed; the high watt alarm threshold was within normal operating range prior to a change in the setting of the alarm thresholds on (B)(6) 2021. Information received from the site indicated that, in addition to the high power, the patient experienced worsening right heart failure associated with mixed cardiogenic and distributive shock. Based on the available information, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including, but not limited to, external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, incorrect setting of the alarm threshold, and/or patient related factors. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with worsening right heart failure - mixed cardiogenic and distributive shock. It was also noted that the patient had high power spikes and alarms. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.